Event description:
It was reported that the pt's symptoms (nausea) started to return while stimulation was turned on. When stimulation was increased the pt developed severe back pain that required narcotics. The pt visited her doctor on (B)(6) 2011 and tried several different settings, but the back pain returned when stimulation was on regardless of the setting. The device was turned off and the pt's symptoms returned. The pt was hospitalized in a facility without a doctor familiar with the device, and could not be reprogrammed. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).